Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clip did not form when the device was fired. Another device was used to complete the case. There was no adverse consequence to the patient.